Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the vns pt was seen for a routine follow up visit, and the physician reported that when the system diagnostic test was performed, the result revealed high lead impedance. A normal mode test was performed as well, which yielded the same result. The physician referred the pt for chest and neck x-rays to assess the continuity of the vns device. The physician reviewed the x-rays and reported that there appeared to be a lead discontinuation, and the lead appeared to be bunched up in a coil near the generator. The physician stated that the lead pin did appear to be fully inserted. The pt's mother had mentioned to the physician that pt was picking at his neck, however, it was not specified if this could have been the cause of the discontinuity. The pt has been referred to a surgeon and revision surgery is likely.